Event description:
--

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms. The field representative reported that the cause of low pli was not determined. The pacemaker was explanted due to normal battery depletion while the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.